Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: 2018. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17152768.

Event description:
It was reported that the patient underwent an explant procedure when the physician performed a back surgery. It was unknown if the said surgery was device related. No further information could be obtained.